Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the server and ran the site down query, confirming that all messages were current, verified that health sight viewer (hsv) was not showing any critical notices. The customer confirmed that the issue had been resolved. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication was not crossing over to the station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.